Event description:
It was reported that atrial oversensing causing inhibition of pacing was noted via electrocardiogram. Noise was observed in both the unipolar and bipolar configurations. The noise could be reproduced with arm movements. The device sensitivity was adjusted and the lead remained implanted.

Event description:
New information indicated that the lead continued to exhibit noise during follow-up. The lead would continue to be monitored

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).